Event description:
It was reported that the pt was hospitalized for hypoglycemia and seizure.

Manufacturer narrative:
The pt reported that he experienced hypoglycemia at 2:00 am. A review of the meter history indicated that two insulin boluses were administered with the meter remote at 7:48 pm and 7:50 pm respectively; the pt reported that he had no interaction with the meter at these times. Only the meter remote was returned to animas for eval. A review of the history indicated that blood glucose tests were conducted at the times indicated above, and that insulin boluses were administered immediately after each test. The meter history also indicated that multiple blood glucose tests were conducted with the meter subsequent to the execution of these insulin boluses. The meter was pared with a test pump and remote insulin delivery functions were evaluated and found to be functioning within required specs.